Event description:
It was reported by service report that the head end zoom cover was broken with sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Parts have been placed on order and will be replaced upon receipt.